Event description:
On 09/19/2025, intuvie received trade-in pumps from (B)(6). Pump (B)(6) was accompanied by a note stating ¿does not alarm for air.¿ this was the first notification of the issue; there were no prior allegations or reports of this failure. The condition was identified by (B)(6) during servicing and documented on the note attached to the device. Because the issue was discovered in a service environment and not during clinical use, there was no patient involvement or reports of adverse events.

Manufacturer narrative:
The reported device was not evaluated. Intuvie no longer provides service support for this model of pump due to obsolescence, part scarcity, and excessive repair costs. The IV tubing required for testing is also no longer manufactured, preventing further evaluation. The reported failure is under investigation in CAPA zm2023-08 (z800 air in line product complaints). Refer to (B)(4).